Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of severely bent grip tips be related to the customer reported complaint. For clarification, the customer reported complaint of clip test issue was confirmed as a bent grip tip was found. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip did not freely release from the grip tips after closing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after closing the jaws of the medium-large clip applier instrument, it was catching the clip and not releasing it as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was only used once before. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The issue occurred while the surgeon attempted to clamp on vessels and tissue bundles. The issue was that related to the clip opening after closure of the clip. Almost every time it remained stuck, and the surgeon could not open it completely and retract the clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided images was consistent with the complaint.